Event description:
It was reported that the patient has been experiencing 15-20 second episodes of tachycardia and was brought into the clinic for interrogation of their implantable pulse generator (ipg) device. The physician asked how the device rate drop response (rdr) setting could be adjusted as the intervention rate was already set at 70 bpm and 254 episodes had been recorded. The rdr function was turned off. The device remains in use. No further patient tachycardia symptoms or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2011. A 407452, implantable pacing lead, (B)(6) 2011. (B)(4).